Event description:
Per the clinic, the patient experienced an inflammatory reaction at the implant site (specific date not reported). Subsequently, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct brand name, model # and PMA/510(k) is cochlear osia osi300 implant, osi300 and k231204; not cochlear osia osi200 implant, osi200 and k191921 respectively as previously reported in initial MDR [6000034-2026-00753]. Per the clinic, the device was explanted on (B)(6) 2025.